Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 during the dwell stage. The disposable set was not returned to baxter and there was no report of use error or issues that might have caused the alarm. The lot number was not provided, so no batch review could be performed. Although the home patient stated that she thought she was laying on the patient line, insufficient information was provided to determine the root cause of the alarm.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) on the home choice (hc) during peritoneal dialysis, dwell 4 of 5. The home patient (hp) was connected at the time of the alarm. The hp stated that she thought she was laying on the patient line but besides that, all supplies looked normal. The technical service representative (tsr) instructed the hp to cycle the power to end therapy and advised the hp to contact the peritoneal dialysis nurse (pdn) about possible exposure to unsterile air. The hp ended therapy and would call the pdn in the morning. There was patient involvement. No patient injury or medical intervention was reported.